Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a message appeared on the programmer stating that communication was lost with the analyzer. The analyzer was restored and remains in use. There was no patient involvement.